Event description:
Approx one week after placement, the catheter became difficult to flush. A leak was noted at the exit site, under the dressing. The catheter was removed. No pt injury was reported to have occurred.

Manufacturer narrative:
The device history reviewed showed no related mfg issues and three complaints of similar nature, which were all reported by this customer and were inconclusive due to no product returned for evaluation.